Event description:
Patient with a history of complex multi-vessel coronary artery disease, who presented with chest pain and dyspnea. Heart cath performed without complication in 2008. On three days later, attempted angioplasty and stenting of the sequential graft. It was not felt that the right coronary artery or mid and distal lad could be treated. Patient suffered a vt arrest with the first balloon inflation of the bypass graft. CPR and acls protocols were followed. No stent was placed, balloon pump was placed. Early on the morning of the the next day, patient developed a leak in balloon pump. Balloon pump removed. Levophed was added for additional blood pressure support. She had polymorphic vt requiring cardioversion. On the morning of the same day, patient developed neurological symptoms consistent with possible stroke. Pt subsequently developed tachy and brady arrhythmias. Family did not want additional CPR or d/c conversion. Pt developed asystole and expired. Pronounced 11:07am on the same day. Dates of use: 2008.